Event description:
Per the field clinical specialist (fcs) report, during a transapical tavr procedure upon initial exposure of the apex there was a right ventricle (rv) tear thought to be caused by either the central line wire or the tissue retractor and this was surgically repaired. The 26fr ascendra 3 sheath was then inserted and bleeding was noted. The surgeon tightened down on the purse string sutures and one of the sutures pulled through the myocardium. Additional bleeding was noted and the decision was made to put patient on bypass to decompress the left ventricle (rv). The blood pressure remained stable at 95/62mmhg. It was felt that the stitches were not taken deep enough when placing purse string sutures, causing the apex tear. The 26mm sapien valve was positioned 50:50 and deployed without rapid ventricular pacing (rvp) because the patient was on bypass. The valve landed more aortic (80:20 aortic) with mild- moderate paravalvular leak (pvl). The valve was post dilated with the delivery system with a final result of trace pvl. Additionally, the patient had a st elevation post valve deployment due to a possible left main occlusion. A selective left main angiogram was done and the flow was reported to be ¿ok¿. An iabp was placed, the patient monitored and the st elevation resolved without further intervention. The patient was weaned off bypass, extubated, alert and orientated. Six days later the patient was reported to be stable, still in the hospital, but awake, alert and with no further complications.

Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case it was reported that the cause of the apex tear was that the purse string sutures were not placed deep enough during apex preparation. It is also possible that the cardiac tissue was friable due to the patient¿s advanced age ((B)(6)). There was no indication or allegation of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
A correction was made to a data entry error - which was updated to ascendra 3 introducer sheath set. This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2014-00112